Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had no telemetry with the programmer and had no magnet response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.